Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2015. A fresh pad-pak was installed during this time. The device recorded a power up of 12 minutes duration on the (B)(6) 2010. The technical log showed that the device was attached to a patient as an in range impedance was measured. No shock was advised during the event. Multiple manual power ups, mainly of nonsensical duration, were recorded in the device memory between the 2(B)(6) 2015. This may suggest the device was switching itself on and the user removed the pad-pak to power off the device rather than the on/off key being pressed. Therefore the device cannot complete the proper shutdown sequence and no event duration was recorded. The device recorded power ups under 1 minute duration on two occasions. Temperatures are recorded throughout the history log which are below the recommended operating temperature. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. There were no ten minute time outs recorded. The multiple manual power ups recorded would suggest the user intervened by turning the device off via the on/off button. The fault was witnessed during investigation. The fault could not be replicated with a new membrane fitted. This would confirm failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.